Manufacturer narrative:
(B)(4) - iris atrophy, pigment dispersion, unreactive pupil, excessive. Eval conclusion: (no device failure): at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4).

Manufacturer narrative:
Work order search and medical review. Visual inspection of the returned lens showed the lens was returned dry with a clear surgical residue and there was no visible damage observed. The lens was re-measured against original values and found to be within design specifications. A work order search was performed and there were no similar complaints found. Medical review: review of this file indicates that the surgeon implanted an icl in the left eye of the patient and noted acute pupillary block with elevation of iop in the early post-operative period. This finding was associated with significant reduction of iridocorneal angles, fixed pupil dispersion and iris atrophy. Thirteen days after implantation the surgeon removed the implant. After removal of the implant, best correct vision is 20/20. Pupil block with elevated iop in the presence of high vault after icl implantation may occur due to : non patent/functioning iridectomies, remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/ crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities. (B)(4).

Event description:
It was reported that the surgeon implanted an icm120v4 12.0mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to excessive vault. Significant reduction of irido-corneal angles, pupil block, pigment dispersion, unreactive pupil and iris atrophy were noted.